Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture, high impedance and non-physiological oversensing that resulted in ventricular pause. The rv lead was reprogrammed, and it was later explanted and replaced. During an implant procedure, the implantable pulse generator (ipg) exhibited no capture which contributed to the ventricular pause as well. The ipg was reprogrammed, and it was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.